Event description:
It was reported that a small volume folfusor delivered its contents at a faster rate than expected during infusion. The device was filled with 2200 mg fluorouracil in 115 ml of 0.9% sodium chloride. The reporter stated that the device was a 46 hour pump but completed its infusion in only 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 4, 2015 ¿ march 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.